Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised due to perforation. Recently, the rv lead exhibited loss of capture at 7.5v @ 2 ms. No changes were made to the system and the patient will be followed appropriately. No additional adverse patient effects were reported.